Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg pocket site and was prescribed oral and topical antibiotics. Additionally, surgical intervention took place on (B)(6) 2025, wherein patient's entire system was explanted to address the issue. The infection is now resolved.